Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms occurred during testing. No moisture damage found on the electronics, motor, and vibrator assembly noted during visual inspection. The insulin pump had corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, and scratches on the reservoir tube window.

Event description:
It was reported that the customer received a failed battery test alarm. The customer stated that the battery compartment and spring were corroded due to water damage. The customer's blood glucose was unknown. The customer was unaware of how the damage exactly occurred. The customer stated that she could still read the screen and that the insulin pump was functioning as designed. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.